Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a revision procedure wherein one of the scs leads was replaced. Additional information was received that the patient was doing well postoperatively and one of the explanted scs leads was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a revision procedure wherein one of the scs leads was replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.